Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did a meter to hcp meter comparison test at her dr's office. Result on her meter was 58 mg/dl vs 108 mg/dl on the hcp meter. Rptr uncertain about time, but stated it was approx 20 mins. She did not have any symptoms. The rptr did not want to do control testing during troubleshooting. On followup, as newly diagnosed, she was unsure of the testing process. The lifescan rep reviewed cleaning and control testing with her, and discussed meter/lab testing for accuracy.